Manufacturer narrative:
A service call was made. All parameters were within specification. Adjusted camera focus for a slightly sharper image. The customer did not return sample for investigation testing.

Event description:
Customer reported unexpected negative reactions on antibody screen and antibody ID, when testing a patient sample with anti-e on the echo. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.